Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. No button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. Minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip noted.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 223 mg/dl. The customer stated that the device might have been exposed to perspiration during work out because the device was facing the customer's body. Also, the customer reported that the scroll bar is moving on its own. The discontinuation of the device was advised. Nothing further was reported.